Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 100% stenosed target lesion was located in the severely calcified and severely tortuous posterior descending artery and atrioventricular of the right coronary artery. After an unspecified balloon catheter was used for predilatation several times, a 2.25x32mm promus element¿ plus stent was advanced to treat the lesion. However, the device was unable to cross the lesion. On the fifth attempt to cross the lesion, it was noted that the stent strut got lifted. The procedure was completed without stenting. No patient complications were reported. The patient's status was good.